Manufacturer narrative:
E1: (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a possible cause may have occurred due electrical problems like signal loss or open circuit. The most probable cause of the complaint is component failure. In addition, an error code e226 occurred, however after docking the u plug unit and u plug unit cable, no error was found. The most probable cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an error code b30 occurred during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.